Manufacturer narrative:
Date rec'd by MFR: 10dec2019. Date of report: 11dec2019. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The service technician replaced the touchscreen and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04sep2019.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.